Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was fractured and the patient received inappropriate therapy. It was also reported that the rv lead had high impedance and was oversensing noise. The pace/sense portion of the rv lead was capped at that time. It was further reported that an alert was triggered due to high impedance and a spike in impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc coil was turned off and at the time of the patient's next device changeout, the rv lead was plugged into the pace/sense port of the device. It was then reported that the patient presented to the clinic due to an alert that had triggered for high impedance on the rv coil of the lead. The rv coil of the lead remains in use and will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: d154atg ICD, (B)(6) 2006; 4592-45 lead, (B)(6) 1999; 5092-52 lead, (B)(6) 1999; d334drg ICD, (B)(6) 2011. (B)(4).